Event description:
Information was received indicating that a smiths cadd® extension set had an occlusion above the filter that caused an intermittent high-pressure warning. The extension set was replaced to resume therapy. There was no reported injury to the patient